Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any deficiency of the ethicon product vicryl suture caused and/or contributed to the adverse events described in the article? (B)(6).

Event description:
It was reported in a journal article title: safety and efficacy of using advanced electrosurgical bipolar vessel sealing during vaginal hysterectomy in morbidly obese. Patients: a retrospective cohort analysis. The objective of this retrospective cohort analysis was to assess the safety and efficacy of electrosurgical bipolar vessel sealing (ebvs) during vaginal hysterectomy in morbidly obese patients. A total of (B)(6) morbidly obese patients underwent vaginal hysterectomy due to benign gynecologic pathologies were included in the study. Of which, (B)(6) patients underwent ebvs and (B)(6) patients underwent conventional suture ligation technique. The surgical procedure was performed with the same technique in both study groups. In the conventional suture ligation group, the ligaments and vessels were clamped, cut, and sutured using vicryl 1 sutures. Hemostasis was maintained following the extraction of the uterus from the vagina. The peritoneum and vaginal cuff were approximated using number 1 standard sutures. Reported complications included vaginal hemorrhage (n-2) and cuff hematoma (n-3), both were treated with re-operation on post-operative day 1. Other complications included cellulitis (n-4), urinary tract infection (n-8), and febrile events (n-6). It was reported that the primary outcome of the study is that the ebvs system can be used equally and even more effectively in some aspects; and as safe an alternative approach to conventional suture ligation technique during vaginal hysterectomies performed specifically on morbidly obese patients with reduced operation times and blood loss, and without increasing the complication rates. Additional information has been requested.